Event description:
It was reported that the universal modular electric/battery double trigger handpiece had lost an internal screw located in the head of the device. There was no report of surgical delay or pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.